Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the manufacturer representative (mdt rep) stated that while running impedances they were seeing high impedance values. The mdt rep stated that when the lead was placed they got good motor response with the j-hook on all electrodes. Electrode 2 orag the mdt rep stated that they wiped lead and reinserted it that did not resolve the issue. The mdt rep indicated that there is nothing in the header block. The mdt rep indicated that originally electrodes 0 and 1 had high values. The mdt rep had increased amplitude and pulse width and rerun impedance prior to calling but the issue was not resolved. The mdt rep ran impedances at 1.5v and 330us the mdt rep indicated that electrode two was the only one with an orange indicator. Ref 2 0 >4000 c <(><<)>50ohms technical services had the mdt rep rerun the impedance at 3v 360us, the indicator for electrode 0 was still orange, ref 0 all >4000, ref 2 0 >4000ohms technical services had the mdt rep rerun the impedance at 1.5v 360us. The mdt rep provided the following values: ref 0 all >4000ohms ref 2 2 >4000ohms technical services had the mdt rep rerun the impedance at 3v and 90us. The caller provided the following impedance information: ref 0 all values >4000ohms ref 1 c 2618ohms all other values >4000ohms ref 2 c 878ohms all other values >4000ohms ref 3 c 1456ohms all other values >4000ohms. Technical services had the mdt rep set up a program with 0+ 3- cycling 3s on and off. The mdt rep increased the stimulation and they were seeing bellow at 1.3v. The issue was not resolved through troubleshooting. Technical services reviewed information about impedances and therapy programming. The mdt rep will review information with the md and make a decision about how to proceed. No patient symptoms reported. No further complications reported at this time.

Manufacturer narrative:
This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep).it was indicated that the high impedance was resolved by in creasing the impedance measurement values (amplitude or pulse width) from their default values. Hcp was notified.